Manufacturer narrative:
The report of high impedance was confirmed. Microscopic inspection found a kink on the outer tubing where all internal wires were broken. These fractures were consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Manufacturer narrative:
Corrected data: the patient's weight was updated from 200 to 190 lbs to reflect the reported weight at the time of surgical intervention. The initial reporter information was updated to include the physician who performed the surgical intervention. The device problem code was updated to reflect the discovered fracturing of the lead.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 in which the lead was explanted and replaced to address the issue. The lead was found to be fractured during the procedure.

Event description:
It was reported that one of the patient's leads is exhibiting high impedances. Surgical intervention may be pending to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4) , serial: (B)(6) , batch: a000124296.